Event description:
Information received by medtronic indicated that the insulin pump had low battery. It was reported that the battery power of the insulin pump ran out quickly. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for an alleged low battery alert found on july 29, 2021. Insulin pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected low battery alarms during testing. The test p-cap locks properly in place in the reservoir compartment noted. Pump was cut open to perform visual inspection and no moisture or physical damage was found on electrical board 1, electrical board 2 or the motor. Thus was utilized and downloaded trace, history files properly. The power management graph confirmed the unloaded voltage and loaded voltage was within spec range. Pump history did not include a low battery alert on or near the event date. The following were noted during visual inspection: cracked case-corner of belt clip rails, pillowing keypad overlay, and cracked retainer. Insulin pump passed required testing. Customer alleged for low battery alert was not confirmed. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.